Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant, the patient was manually helping to birth a calf and that the right atrial (ra) and right ventricular (rv) leads had dislodged. The ra lead had also pulled back and exhibited high thresholds. The ra and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.